Event description:
It was reported that the tesio catheter lumen broke in the dialysis unit. A new extension was applied to perform the dialysis treatment, but the catheter was going to be replaced. The catheter was inserted at another facility and no further info is available.